Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the entire system was explanted.

Event description:
It was reported that the patient began experiencing discomfort at the ipg following recent weight loss. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.